Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was obtained: what were the indications for surgery? Colon obstruction from colon adenocarcinoma at the splenic flexure. What surgical procedure was performed? Ascending and transversve colectomy with takedown of splenic flexure and anastomosis between distal ileum and descending colon.. Where relative to the staple line was the pinhole noted? On the autopsy report, the pinhole was on the intersection of the two staple lines. Can you please provide the product code or lot number for the unknown ntlcxx device? Unknown. Can you please provide the product code or lot number for the unknown proximate*rl linear stapler? Unknown. Please answer the following questions for the ntlcxx: what color setting was selected on the device and what was the sequence of the firings? Blue. Enterotomy and colotomy made, the two parts of the device placed into the small and large bowel, the two parts of device brought together and the device was fired manually. The piece used to fire was brought back and the two pieces of device brought apart and removed. What device was used to create the common channel? Tlc 75. What was used to close the common opening? Tx 60b. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to fire? No. Was a leak test performed? No if so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? Autopsy. Was there a re-operation? No if so, what was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Please answer the following for the unknown proximate*rl linear stapler: were any clips used in the area of the firing? No. Was the device closed and then reopened to reposition prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Was the tissue retaining pin placed automatically or manually? Manually. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? No. Were there any issues noted with staple formation at any point throughout the care of the patient? No if so, please describe. Can a detailed timeline of events leading up to the patient¿s death be provided? Patient had respiratory insufficiency from pneumonia on pod 3, sepsis which progressed to septic shock and respiratory failure on pod 4 and expired on early pod 5. Can an autopsy report be provided? Will provide if approved by my attorney what was the date of the patient death? (B)(6) 2021. Has a cause of death been determined? Sepsis from pneumonia and peritonitis from anastomotic leak. Does the surgeon believe the ethicon device(s) caused or contributed to the patient death? Is so, why? Yes. Autopsy report stating that the staples came loose on the intersection of the staple lines. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that four days post op to a small bowel to descending colon anastomosis the patient presented with a one to two mm pinhole leak at the staple line. The patient succumbed on day five.

Manufacturer narrative:
(B)(4). Date sent: 12/01/2021.